Manufacturer narrative:
Device was received with no button response, problem isolated to the keypad assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump¿s right arrow was not working and stuck into suspended. The numbers were ramping and the scroll bar was moving up or down with no input from the user. No harm requiring medical intervention was reported. The device will be returned for analysis.